Manufacturer narrative:
Device investigation narrative - visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient alleged to have sustained a traumatic injury resulting from a hip arthroscopy procedure conducted on (B)(6) 2015. The patient alleged to have sustained a crushing injury to her labia. This was reported more than 3 weeks after surgery. It is reported that the patient is receiving wound treatment from the orthopedic clinic as well as from her gynecologist. There are no medical reports currently available to support these allegations.